Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a signal loss and adverse event was reported. The patient's mother stated that continuous glucose monitor (cgm) had signal loss and during this time, the patient went into diabetic ketoacidosis. A blood glucose meter reading was taken, and the patient's glucose value was 25 mmol/l. The patient's mother called the hospital and discussed the situation with a nurse and was advised to inject the patient with insulin. After the patient was treated with insulin, they felt fine. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The root cause could not be determined.